Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from a hospital indicating the system was explanted after the patient had died. No further information was provided. Cause of death has been requested and not received.